Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the noise was generated in the image due to a board failure inside the scope connector. In addition, the foreign matter was discovered in the nozzle causing insufficient air/water supply. It was noted, there were holes in the forceps channel, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state due to the extension of the angle wire, the curved rubber adhesive was missing, sw1 was worn and the suction cylinder was scraped. Also there were scratches found on the insertion part serpentine tube and on the scope connector side of the universal cord. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope constantly generated noise was generated in the image when connected to the scope connector. Upon inspection and testing of the returned device, foreign matter was discovered in the nozzle causing insufficient air/water supply. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the nozzle caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white foreign matter in the nozzle was confirmed to be a silicic acid type material. It is likely the silicic acid type material was derived from chemicals or tap water; however, the root cause could not be specified. Olympus will continue to monitor field performance for this device.